Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error when customer got in the pool. Customer also reported that insulin pump had partial display. Customer stated that he was monitoring the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify frozen screen and missing segments/partial display, perform displacement test, self test, and current measurements due to display anomaly.